Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited noise oversensing, r-wave amplitude variation, and high capture threshold. Programming changes were implemented; the device will continue to be monitored. The patient was in stable condition.